Event description:
A pump alarm was reported during pumping, indicating a malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to continue insulin therapy with a new cartridge but faced recurring alarms, prompting the assistance from technical support in loading the cartridge correctly. Ultimately, technical support decided to replace the pump and instructed the customer to use a backup insulin pump until the replacement arrived. The problematic pump was put into storage mode and prepared for return shipping, which the customer acknowledged and understood.